Manufacturer narrative:
The ge service representative conducted an onsite investigation. The collimator stops were calibrated. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed an iris potentiometer error message. No patient injury was reported.